Event description:
The patient was still unable to find a physician to fill their pump.

Event description:
Information was received from a consumer regarding a patient who was receiving 6.0 mg/ml bupivacaine at 1.6485 mg/day and 4.0 mg/ml infumorph at 1.0990 mg/day via an implantable pump for other pain indications - other. It was reported that the patient's pump was alarming or beeping. It was further noted that the alarm was going off and no one would refill the pump. The patient was in pain, starting 3 to 4 years ago. The pump was placed in (B)(6) 2014. When asked when the patient noticed their pain, it was stated on (B)(6) 2016 when the pump ran out of medication his pain increased. It was further noted that the patient went to the hospital 4 times in the past 3.5 months. The patient had made an appointment with an healthcare provider (hcp) in (B)(6) before moving from (B)(6), but when they found out the patient had the pump in (B)(6), they would not see the patient. The other pain place would not see the patient because they did not implant. It was further stated that no steps were taken to resolve the issue as no hcp would speak to him. The pain physician the patient went to did not deal with pumps and had decreased the patient's methadone usage. The patient was now bedridden due to the pain increase "by 100%". It was noted that it never stops or slows down any pain. It was further stated that the patient was depending on the manufacturer to service the device or find someone as soon as possible to take care of it or their death would mainly be caused by any more negligence. The patient trusted the device manufacturer representative (rep) when they guaranteed them the best service, but when needed most, the patient was left alone to "suffer and die". It was also stated that the patient's life was taken away from the patient and his family.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.